Event description:
During a ercp procedure, a tracer metro direct coated wire guide was being in conjunction with a triple lumen sphincterotoma. Info reported indicated the wire guide torqued as it was being inserted into a tumor mass. As the wire guide was being pulled back, the distal tip of the coating caught on the tip of the sphincterotome and detached inside the pt. Biopsy forceps were used to retrieve the detached portion of the device. There was no pt injury reported and the pt's condition was listed as fine.